Event description:
Serious injury involving one person. Pt experienced severe pain in left eye following mild irritation which was flushed with tap water. Pt was given an intense course of antibiotics over 96 hours (medications unknown). Pt has returned to contact lens wear using another ciba vision product - (daillies disposable). Very little info has been obtained by ciba vision regarding this incident. All info obtained is included in this report. Upon receipt of any significant info or product a f/u medwatch report will be submitted.